Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the surgeon was advancing the 35 mm pinnacle flexible drill bit, the end of the drill bit snapped off. He was then given another 35 mm pinnacle flexible drill bit and the drill bit snapped off again. All pieces were retrieved from the patient.